Manufacturer narrative:
On 9-oct-2025, additional information was received clarifying that this event was previously reported to the FDA under g8. Manufacturer report number 2029046-2025-03115 (manufacturer¿s reference number: (B)(4). As such this complaint is considered to be a duplicate. Any other information or updates will be reported to the FDA under g8. Manufacturer report number 2029046-2025-03115 (manufacturer¿s reference number: (B)(4) manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a bwi-sponsored study, a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter on (B)(6) 2025 and experienced cardiac tamponade. The cardiac tamponade was determined to be a serious event which required prolonged hospitalization. The surgical intervention performed was a sternotomy. The patient had recovered from their advere event by (B)(6) 2025. Relationship to study device (thermocool smarttouch sf catheter) is possible, and relationship to the index study procedure is causal relationship. The outcome is expected/anticipated.

Manufacturer narrative:
Per internal review on 16-sep-2025, it was discovered that 172806181031667368l was reported as the lot number in the previous initial report. However, that is most likely a UDI number, and the lot number is actually 31667368l. D4 lot number has been updated. With this information in mind, the product investigation will be updated and an additional supplemental report will be submitted upon its completion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).